Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed de novo lesion was in the moderately tortuous obtuse marginal branch. The physician advanced a 2.75mm x 20mm maverick monorail balloon to the lesion. Upon the first inflation, the balloon was inflated to 6atms however, would not maintain pressure. The physician removed the device from the patient intact and confirmed the balloon had ruptured. There were no patient complications. The procedure was completed with this device. Patient status is reported as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)